Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms on the right ventricular(rv) channel. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms on the right ventricular(rv) channel. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two lead segments was performed. Visual inspection noted the lead had been severed 110 mm from the terminal pin. All conductors appear cut and the rate sense coil was extremely stretched near the tip and bent near the proximal end of the distal coil. Laboratory analysis did not identify any evidence of device defect, malfunction or damage outside the bounds of normal medical use on the segments of lead returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.